Event description:
It was reported during use that the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation, investigation findings, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation), h11. A emergency support team (est) stated registered nurse (rn) called to inquire about a gas loss alarm. Rn stated that a coworker had fixed the alarm. Est verified there was no blood or discoloration in the tubing. Est reviewed the proper way to troubleshoot this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Est was not able to review the possible cause of the alarm. Later, fse stated hospital has a trained biomed, getinge service will not be completing the repair.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated registered nurse (rn) called to inquire about a gas loss alarm. Rn stated that a coworker had fixed the alarm. Fse verified there was no blood or discoloration in the tubing. Fse reviewed the proper way to troubleshoot this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Fse was not able to review the possible cause of the alarm. Fse stated hospital has a trained biomed, getinge service will not be completing the repair.